Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The field service engineer (fse) that discovered the battery run time failure, found significant corrosion build up along with lead acid residue on the failed batteries. To fix the issue, the fse cleaned the battery tray, replaced the ground bridge cable, and replaced batteries. The fse then completed the scheduled pm and performed functional and safety checks which all passed per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit failed the battery run time test . There was no patient involvement, and there was no adverse event reported.